Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc and obtained the additional information from the user facility the following was confirmed, there was a crack at the back edge of the subject device. The user facility was using anti-fogging product. From the above, it was considered that this phenomenon was attributed to the inappropriate connection between the subject device and the endoscope due to the crack of the subject device, and the crack was attributed to the chemical damage due to the anti-fogging product. The instruction manual of the subject device already instructs; "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline(r)) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed."

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that at the endoscopic retrograde cholangiopancreatography (ercp), before the insertion of the endoscope to the patient the subject device had come off from the endoscope. Other detailed information was not provided. There was no report of patient injury associated with the event.